Event description:
Caller reported that a power source alert 07 occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. After trying various troubleshooting steps, including using the tandem charging cable and wall adapter, the pump began charging, resolving the issue without further assistance.